Manufacturer narrative:
Received one device. Confirmed customer complaint of, latch/lock issue, through pump power-up test, occlusion test and latch lock test. Replaced latch lock flex sensor. Performed performance verification tests, unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device does not recognize when the latch was locked. There was no patient involvement.